Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The knot has been tightened down. The actuator is in the pre-t1/post-t2 position. The needle assembly is bent. Bio debris is present. A functional evaluation was performed on the returned device and found the device cycled once with friction then stuck on the second deployment. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H11: corrected information in h6 (health effect - impact code).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during set up for an arthroscopy, both implants of the fast-fix 360 fell off from the inserter. The procedure was completed smith a nephew device without significant delay. During investigation it was found that the device stuck on the second deployment.